Manufacturer narrative:
Continuation of d10: product ID: 3487a-33, lot#: j0527211v, implanted: (B)(6) 2005, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep, indicated that the patient did not have the revision/replacement yet. They are trying to reschedule.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# (B)(6) serial# implanted: (B)(6) 2005 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported that patient's battery was charged - tried to reprogram, unsuccessful in capturing left side- hcp is requesting complete system replacement.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient me ntioned that they've had the implant off because they had two very bad falls and noted the implant hadn't been working for awhile. Patient confirmed they noticed issues with the controller before their first fall was about 2 months ago. Patient noted when they met with their manufacturer representative (rep) last thursday, they were afraid that they could not get the stimulation to work. Patient reported the representative believed the patient may had knocked one of the leads off and was unsure if the implant was working properly either. Patient noted they tried getting it (agent understood as stimulation) up to their neck but the rep was unable to. Patient confirmed they had a cervical collar.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name pisces-quad; product ID 3487a-33 (lot: j0527211v); product type: 0200-lead; implant date (B)(6) 2005; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.